Manufacturer narrative:
The sample was returned for evaluation. The complaint is confirmed for the reported issue of balloon cuff roll. During functional evaluation the cuff roll in the catheter balloon was able to be reproduced, however; there was nothing noted on the returned catheter that indicated any manufacturing deficiencies that would have contributed to the reported problem of cuff roll. The device history record was reviewed and found that nothing could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that water could not be infused into the balloon. Another catheter was used on the patient. Per the sample received on (B)(6) 2014, a cuff roll was noted on the catheters balloon.